Manufacturer narrative:
Eval summary: the analysis results found that the el5ml device was returned with the jaw broken off from the left side. The instrument was cycled, fed and ejected the remaining clips. We have documented the circumstances they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unk procedure, the device only fired a quarter of the clips. Another device was used to complete the procedure. There was no pt consequence. One device will be returned.